Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in an adult female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of menometrorrhagia ("menorrhagia with irregular cycle") in a 44 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Concurrent conditions were listed as uterine fibroid, cystoscopy, cholecystitis, fatigue, disorder tooth, hair loss and nickel sensitivity. Concomitant products included venlafaxine, lisdexamfetamine, omeprazole and cholecalciferol (colecalciferol). In 2009, the patient had essure inserted. On (B)(6) 2021, she experienced menometrorrhagia (seriousness criteria medically important and intervention required). Essure was removed the same day. An unknown time later she experienced abnormal uterine bleeding ("abnormal uterine bleeding"). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcomes for these events were unknown. The reporter considered abnormal uterine bleeding and menometrorrhagia to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2022: medical record received. Event medical device removal is replaced with menometrrohagia & event abnormal uterine bleeding added. Reporter added. Concomitant conditions & drugs were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('partial hysterectomy') in a 44-year-old female patient who had essure inserted for female sterilisation. In 2009, the patient had essure inserted. On (B)(6) 2021, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (partial hysterectomy). Essure was removed on (B)(6) 2021. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 29-mar-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.